Event description:
Pt underwent anterior and posterior repair and obtryx sling suspension under general anesthesia for urinary incontinence, cystocele, rectocele. Immediate post operative course was unremarkable and pt was discharged from the hospital the following day. During f/u office visits to her surgeon, he noticed delayed healing with expulsion of tiny bits of the fascia lata used in the posterior rectocele repair. The bits expelled were very odorous and would crumble when touched. Pt has made multiple visits to her physician's office each time requiring a cleaning of the wound with removal of expelled bits of the fascia lata. The physician reports the pt is doing better and is expected to have a good outcome, but has had a prolonged recovery due to the problems with the facia lata provided by musculoskeletal transplant foundation.